Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a revision of left hip due to infection and recall.

Manufacturer narrative:
Device was not returned. An event regarding infection involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot and one other similar event for the reported sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative notes, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Sales rep reported a revision of left hip due to infection and recall.